Event description:
Voluntary medwatch report received noted that the right ventricular (rv) lead perforated the cardiac tissue. No information regarding potential intervention or patient status was provided.